Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2024 by the journal of shoulder and elbow surgery, titled ¿complications and revisions in metal-backed anatomic total shoulder arthroplasty: a comparative study of revision rates between stemless and stemmed humeral components ". The study reviewed thirty-eight (38) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and universal glenoid (arthrex), to address primary glenohumeral osteoarthritis. During the fifty-three (53) month follow-up period, seven (7) patients experienced glenoid-side wear of pe inlay leading to revision. Source: kraus m, illner j, warnhoff m, et al. Complications and revisions in metal-backed anatomic total shoulder arthroplasty: a comparative study of revision rates between stemless and stemmed humeral components. Journal of shoulder and elbow surgery. 2024.